Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular (lv) lead. The lv lead is planned to be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.